Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Broken needle was returned lodged in left jaw of suturing device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, needles were falling off and bending. This occurred throughout the procedure. There was patient involvement. There was no patient injury. The device will be returned.